Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid procedure, while in use, instrument failure warning. After several attempts to clear the failure, the device was removed from the patient and blade cleaned, tip broke. A ligasure maryland was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the blade damaged with the tip off. Metal marks were observed on the blade surface.the blade tip was not returned. The instrument cable was cut off. Dry body fluids were observed on the shaft and handle. The device was connected to the gen11/pi key to test functionality. A lab cable was used to connect the device to the gen11. It did not pass functionality testing. The device was disassembled; all components were inspected and concluded to be in proper positions except for the damage blade tip off. All buttons, the energy button and energy with advance hemostasis buttons (left and right) were tested and were all active. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.